Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the issue was caused by faulty power switch. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the power switch would not remain engaged after being pressed. Unit had an outdated power switch thus causing the switch to stick. The evaluation also found that the lamp had 500 or more hours(excessive thermal paste), and house had minor cosmetic damage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the power switch button on the evis exera iii xenon light source would not stay on. There were no reports of patient harm.